Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The xenon lamp was replaced in the field which resolved the issue. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an unspecified procedure the monitor screen went black, along with the scope image as main lamp switched over to the spare lamp. The customer turned the light source off and on to no avail, as the main lamp would not stay on. The procedure was completed as intended. The lamp is to be reported under another MFR. Report.